Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded v lith) was less that 3.7 v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error alarm during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a pump error alarm. Their blood glucose was 180 mg/dl. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.